Event description:
It was reported that during a tonsillectomy surgery, the metal wire of the evac 70 wand broke, all the pieces were removed from the patient using tweezers. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. An evaluation of the customer provided images was performed and found the package of the device with its identification information. Two images of the device outside of its package were provided, but the position of the device and the quality of the images does not allow to evaluate the tip of the device, therefore, it is not possible to confirm any breakage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, fluid is in the fluid line, the electrodes have been heavily used causing two electrodes to erode, bio debris is present, the wand is bent from use, and the black shrink wrap is deformed at the distal edge. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include hitting the device tip against a hard surface or activating the device above recommended settings for prolonged periods of time. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.